Event description:
It was reported that a pressurewire x wireless device was successfully used to evaluate the lesion in the left anterior descending artery before percutaneous coronary intervention (pci). The wire was set aside while the pci was completed. However, when the wire was retrieved for the post-pci evaluation, the radiopaque part was found to be frayed and the tip of the device was no longer shapeable as it was too flexible. Therefore, a new pressurewire x was used for the post-pci evaluation. There were no adverse patient effects or clinically significant delays in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It is likely that the reported damage of ¿frayed¿ is intended to describe stretched tip coils which would cause the tip to be too flexible and prevent further use. The stretched coils likely occurred during removal from the anatomy or introducer after the first successful use. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.